Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no damage found to the wires. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument delivered energy on 4 of 4 attempts. There were no signs of arcing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, maryland bipolar forceps (mbf) instrument sparked when it was used to cauterize the liver parenchyma. The mbf instrument was removed, and the customer found a broken wire. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the same da vinci system. Arcing appeared to originate from the wrist of the instrument. The instrument was connected properly. Vio 3 electrosurgical unit (esu) was used. Besides the mbf instrument, long bipolar grasper (lbg) and cadiere forceps (cf) were being used when the issue occurred. The mbf instrument did not collide with any other instrument or tool during the procedure. When arcing event occurred, the mbf instrument was in contact with the patient¿s tissue. The instrument did not touch any staples, clips or sutures while energized. It was mentioned that the instrument jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.